Event description:
Boston scientific technical services was notified that this patient was in the ep lab for an implant. During the procedure, the physician experienced placement difficulties with this ra lead. The ra lead was removed and replaced with a competitor ra lead. Prior to the implant of the device, the patient went into respiratory arrest with life-threatening arrhythmias and external defibrillations were delivered which successfully terminated the arrhythmia. The device was successfully interrogated post-procedure and no anomalies were identified. The patient was transported to the hospital's coronary care unit. Later that day, a boston scientific representative performed a device check. The device was operating properly and no abnormal lead measurements were identified. Later that night, the patient suffered a respiratory arrest associated with life-threatening arrhythmias which were treated by the implanted device and external shock therapy. Despite initiation of life support measures, the patient could not be stabilized and died. From the physician's perspective, the ra lead placement prolonged the procedure and the need for additional sedation. The physician felt that these two factors may have contributed to the patient's death. To date, the lead has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The provided event date does not correspond to this event and the date of death was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.